Manufacturer narrative:
Corrected data: in the initial MDR report the unique identifier (UDI#) was listed as n/a (not applicable). In this report it has been corrected to (01)(21)unknown. The UDI number is unknown because the serial number is unknown/not provided. Device evaluation: the baerveldt shunt was not returned at the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The following information was known at the submission of the initial report however was inadvertently not included. (B)(6). (B)(4). All pertinent information available to abbott medical optics has submitted.

Manufacturer narrative:
Initial reporter name, address, phone number: unknown/not provided, information obtained through a presentation at the meeting of (B)(6) glaucoma society. Manufacturing date: unknown since serial number is not known. All pertinent information available to abbott medical optics has been submitted.

Event description:
Information obtained from a presentation at the meeting of (B)(6) glaucoma society that a (B)(6) male patient who had glaucoma secondary to behcet disease had an implant of a baerveldt shunt in his left eye. He has a surgical history of vitrectomy, cataract, trabeculectomy and toralactone. After the implant, his intraocular pressure (iop) increased. Postoperative day 12, the doctor removed the stent against high iop and his iop went down to 1mmhg. Doctor ligated the tube and after that, the iop stayed high for 2 months. Conjunctiva incision was conducted to observe the implant and scar tissue has not been generated enough around the plate. A month later, iop was still over 30 mmhg. Laser suture lysis was conducted then iop went down to 0mmhg. Patient recovered from the event after tube was sutured in a block shape and the mixture of autologous blood and viscoelastic material injected subconjunctivally. Doctor considers taking colchicine against behcet disease for a long time and could have contributed the event.